Event description:
It was reported that this pacemaker system exhibited farfield oversensing of ventricular signals on the atrial channel, resulting in inappropriate mode switches. Technical services (ts) discussed troubleshooting options and programming considerations, such as extending blanking. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.